Event description:
"Placed 6/24/94. Pt began to suffer shortness of breath, weakness as well as extreme chest pains. A medical exam on or about 11/6/96 showed a portion of the port became dislodged from the main tube line & is in the arterial system of the pt." No other info is known at this time.